Event description:
During a left colectomy procedure, while firing a cs29 via an idrivec, the cs29 cut tissue, but did not deploy staples. The procedure was completed by use of sutures and another cs29.

Manufacturer narrative:
The cs29 and idrivec were both returned for analysis and the cs29 pockets showed normal staple formation. The idrivec performed as intended when a cs29 was installed. The failure could not be duplicated.